Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a chest/abdomen/pelvis computed tomography (CT) with contrast was done on (B)(6) 2022 due to abdominal pain and vomiting. The left ventricular assist device (lvad) was in expected position without evidence of thrombus within the cannula, although evaluation was limited due to streak artifact from the pump apparatus. No extraluminal contrast noted. There was also fluid collection that surrounded the superior aspect of the outflow cannula with rim calcification, which was of uncertain etiology but could reflect a chronic thrombosed peri-graft pseudoaneurysm. Moreover, there was a rim enhancing fluid collection that abutted the body and tail of the pancreas that measured up to 13.7 centimeters, which may have represented pseudocyst from the patient's prior hemorrhagic pancreatitis. No evidence of acute pancreatitis noted. There was a chronic appearing small right pleural effusion with pleural thickening and adjacent rounded atelectasis of the right lower lobe. The device had operated as expected. There was no evidence of thrombus within the pump at the time of the CT. The patient had undergone cyst gastrostomy with stent placement by endoscopic gastric duodenoscopy (egd).

Event description:
It was later reported that the patient experienced an intracerebral hemorrhage on (B)(6) 2022. It was said that the patient sustained a fall prior to the hemorrhage and was unsure if they hit their head or not. The patient was anticoagulated with warfarin at the time. It was also noted that the patient experienced severe headache, nausea, and vomiting at the time of the event as well. Warfarin was held and aspirin was stopped, and international normalization ratio (inr) goal was lowered to 1.8-2.5.

Manufacturer narrative:
Additional health effect - clinical codes: 1848 - fall. 1880 - headache. 1970 - nausea. 2144 - vomiting. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system IFU is currently available. Section 1, "introduction", lists adverse events that may be associated with the use of the heartmate ii lvas, including bleeding. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system IFU is currently available. Section 1, "introduction", lists adverse events that may be associated with the use of the heartmate ii lvas, including bleeding. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding no further information was provided. The manufacturer is closing the file on this event.